Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the anchor under magnification revealed no structural anomalies that would have contributed to this failure. The threads on the anchor appear stressed consistent with it being inserted into the bone. It can be confirmed that this anchor pulled out. Typically, anchor pull outs are associated with incomplete insertion into the bone hole, using instruments not indicated to be used with the anchor, poor bone quality and applying excess force on suture during tensioning. It was reported that the patient has quite soft bone quality, which could have contributed in the reported failure. Although we cannot discern a root cause, any of the aforementioned factors or a combination of factors could possibly lead to this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the rep that the surgeon drilled and then inserted the gryphon br p anchor into the patient's bone, which was quite soft. Upon tightening knots with knot pusher, the anchor pulled right out of the bone hole. The surgeon proceeded to extract the anchor and suture from the patient, and inserted 3 other anchors in other areas that seated well and stayed in place no problem. The surgery was a revision procedure. Patient had a competitor device (not a jnj device). Device will be forwarded on receipt.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek; however ,it is not known if it will be received within the 30 day reporting requirement, therefore, depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
It was reported by the rep that the surgeon drilled and then inserted the gryphon br p anchor into the patient's bone, which was quite soft. Upon tightening knots with knot pusher, the anchor pulled right out of the bone hole. The surgeon proceeded to extract the anchor and suture from the patient, and inserted 3 other anchors in other areas that seated well and stayed in place no problem. The surgery was a revision procedure. Patient had a competitor device (not a jnj device). Device will be forwarded on receipt.

Event description:
It was reported by the rep that the surgeon drilled and then inserted the gryphon br p anchor into the patient&apos;s bone, which was quite soft. Upon tightening knots with knot pusher, the anchor pulled right out of the bone hole. The surgeon proceeded to extract the anchor and suture from the patient, and inserted 3 other anchors in other areas that seated well and stayed in place no problem. The surgery was a revision procedure. Patient had a competitor device (not a jnj device). Device will be forwarded on receipt.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.